Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient fell sustaining a wound on her head and earlobe, and then could no longer hear with the device. She was seen at the emergency room on august 17, 2018. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient fell and then could no longer hear with the device. Additionally she sustained a wound on her head and earlobe. The recipient will be re-implanted.